Event description:
A customer reported a malfunction on their pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer's device was out of warranty, and they reverted to an alternate method of insulin therapy.